Event description:
Attending surgeon reported that a patient returned 3-4 weeks following hernia repair with small bowel obstruction. Patient was returned to the or for surgery. The attending reports patient had "horrendous recurrrent adhesions" to the mesh uniformly. Attending surgeon opines, "the oringial procedure required extensive adhesiolysis, which maybe increased local serosal inflammatory reaction or left more raw serosal surfaces than usual - these lending toward increased adhesions formation."